Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024 . Patient reported that the occlusion was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.